Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the active fixation left ventricular lead is "not a good lead" for a difficult coronary sinus. There is no known patient involvement.